Manufacturer narrative:
Calibration and controls were acceptable. Upon review of the alarm trace from (B)(6) 2024, no relevant alarms were observed other than some alarms indicating short sample. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). The investigation is ongoing.

Event description:
Roche diagnostics received a customer complaint regarding an alleged questionable positive elecsys anti-hbe assay result for one patient sample tested on a cobas 8000 e801 analyzer. The patient sample resulted in anti-hbe values of 0.002 coi (positive) and 0.002 coi (positive) when measured on the analyzer. A second sample was collected from the patient and tested negative for anti-hbe when measured on the analyzer.